Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged a few days after it was implanted, as confirmed via fluoroscopy. As result, the patient underwent a revision wherein the lead was explanted and a new rv lead was implanted. The physician stated the patient was non-compliant with care. No additional adverse patient effects were reported.